Event description:
It was reported through litigation process that sometime post a port placement, the patient allegedly developed with unspecified infection. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical records were provided for review. The medical records allege that the patient underwent implantation of a powerport implantable venous access device for chemotherapy delivery in the treatment of bladder cancer, with successful placement in the superior vena cava under ultrasound and fluoroscopic guidance and no immediate procedural complications documented. Approximately two months later, the patient was diagnosed with a central venous line infection, which prompted planned removal of the port on the same day. During the removal procedure, the port and catheter were removed without complication, hemostasis was achieved, and the pocket was flushed and closed. The records note that no signs of infection were observed at the port site at the time of removal. Therefore, it can be confirmed that the patient had experienced infection. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (method, result) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that on (B)(6) , 2024, a patient underwent a port implantation, using powerport for chemotherapy delivery. Approximately two months and one day later, on (B)(6) , 2024, the patient was diagnosed with central venous line infection. Subsequently, on the same day, port was removed. However, the current status of the patient was unknown.